Event description:
The customer reported "correcting bed label on central station in nicu". The complaint was logged against the mp50. Due to the lack of info available. Philips is reporting because we could not exclude a potential risk.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.